Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Functionality and therapy delivery were verified through automated testing. Visual examination of the device noted no anomalies. The clinical observations were not able to be confirmed.

Manufacturer narrative:
The device was not returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that inappropriate sensing caused inappropriate shocks on the device system. The boston scientific sales representative was able to recreate pacing impedance measurements greater than 3,000 ohms on the pace/sense portion of the competitor right ventricular (rv) lead. A revision procedure was performed and the rv lead was extracted and the device was explanted and replaced. No further complications with this device system were observed.

Event description:
The device was returned for analysis.